Event description:
On (B)(6) 2023, a patient (pt) in argentina reported on (B)(6) 2023 while wearing an acuvue® oasys® brand contact lens (cl), a cl broke, leaving half inside and ¿scratched my eye.¿ the pt went to an urgent care and the rest of the cl was removed. The event for (B)(6) 2023 is documented in a separate record. The pt reported symptoms of ¿itchy discomfort¿ on (B)(6) 2023 and advised, ¿it¿s been like this for 3 days.¿ the pt reported the ¿lenses have been in use for 3 days.¿ the pt reported ¿the lens did not have breakage, but when removed it seemed to be marked.¿ the pt reported the diagnosis provided on (B)(6) 2023 was ¿infections conjunctivitis.¿ the pt provided an attachment with an unreadable doctor's note dated (B)(6) 2023, and a doctor¿s note dated (B)(6) 2023 with diagnosis ¿os infectious conjunctivitis advising ocular rest and control for 72 hours.¿ the pt also provided a picture of both eyes with a red and swollen left eye (os). The pt provided a picture of an acuvue® oasys® cl box with the prescription noted on the end of the box. No suspect lot number was provided. On (B)(6) 2023, a johnson and johnson eye care professional (ecp) provided translation of the doctor notes provided by the pt. -an ecp note dated (B)(6) 2023, diagnosis of infectious conjunctivitis with suggested eye rest with "controls in 72 hours." -an ecp note dated (B)(6) 2023 for tolf® difluprednato. Multiple attempts were made to the pt via email for additional medical information, but nothing additional was received. The pt did not provide a telephone number for contact. The ¿infectious conjunctivitis¿ os event is being submitted as a worst-case. The os suspect lot number is unknown. It is unknown if the suspect os cl is available for return for evaluation. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
Unknown suspect product availability.

Manufacturer narrative:
On (B)(6) 2023, a patient (pt) in argentina provided additional information. The pt verified the conjunctivitis was ¿viral and was caused by the use of the contact lens (cl)¿ per the pt¿s treating eye care professional (edp). The pt was provided medication (name not provided). The suspect cl was discarded. The pt reported that ¿close to the end of the treatment¿ the pt visited the ecp again as ¿the use of the lens and the medication was not working.¿ the ecp advised the pt developed keratitis in the left eye (os) as a consequence of the event and prescribed fotadex 1 drop four times a day (qid) for 1 week, aucic artificial tears (dosage and frequency not provided), and no cl wear (duration not provided). The pt has an appointment next week and may be released to return to cl wear. On (B)(6) 2023, the pt provided photos of medical documentation. Photo #1: rx medication (no date provided) for fotadex 1 drop every 6 hours for 2 days; aucic 6 times a day, one bottle. Photo #2: eye clinic note dated (B)(6) 2023: discharge pt for conjunctivitis. Photo# 6: eye clinic note dated (B)(6) 2023: os infectious conjunctivitis advising ocular rest and return to clinic in 72 hours; eye clinic note (no date provided): vigamox 1 drop every 4 hours and tolf 1 drop every 8 hours, return to clinic in 48 hours. Non-medical information including photos of suspect product and medication packaging were also received (not included in this summary). No additional information has been received. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number b010w4l was produced under normal conditions. The suspect os cl was discarded. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed. H3 other text : suspect cl was discarded